Event description:
Boston scientific received information that there were no field allegations against this device. It was electively explanted due to an upgrade procedure and returned for analysis testing. Analysis noted a possible product performance issue, thus detail analysis was performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection revealed an observation of a separated header. Although evidence indicates external stress may have been a factor in the header becoming loose, the cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. The device did not pass the automated testing which was a result of broken header wires. The broken header wires were determined to be due to the loose header. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.